Event description:
On (B)(6) 2009, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient experienced a gradual decline in stimulation. The clinical specialist met with the patient to reprogram the device settings. The specialist was unable to capture the stimulation and observed invalid impedance on several contacts. An x-ray was taken and a sharp bend was noted at the anchor. On (B)(6) 2010, the physician replaced the patient¿s lead. The patient is currently receiving satisfactory stimulation.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and an abnormal bend was observed as well as broken wires approximately 26 cm from the stimulation end. No other anomalies were noted. All channels on the lead measured open. No additional functional testing was performed due to the lead¿s broken wires. Conclusion: the reported complaint was confirmed. As received the lead was severely kinked with several broken wires. Ans has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Ans defers to the patient¿s physician regarding medical history.